Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 at 7:30 pm due to diabetic ketoacidosis . Blood glucose at the time of the incident was 800 mg/dl. Customer was having flu and high blood glucose levels before he was brought to the hospital. The customer was wearing the insulin pump at the time of admission. Customer was treated through an intravenous therapy. Troubleshooting for high blood glucose was performed. The insulin pump will not be returned for analysis.